Event description:
A rn in emergency dept reported splashing. The nurse demonstrated to a carefusion sr clinical consultant that she was initiating the IV, connecting a non-primed hp 7 inch extension set with a removable mpc. She used a male luer lock vacutainer and connected to the maxplus, since the set was not primed she did not collect waste and she removed the vacutainer with the last tube still in place. She stated that this technique caused "a spray" on disconnection. There was no pt or user harm reported and no medical intervention was required.

Manufacturer narrative:
(B)(4). No failure investigation will be performed because the customer did not record the device lot number and no products were returned for failure investigation. The root cause of the customer's experience was identified through troubleshooting by carefusion sr clin consultant as user technique.